Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported the healthcare provider (hcp) can't seem to help their problem with dystonia and they can't get it right. It was noted that the first hcp got it right and it worked for about 3 years after implant. Additional information was received: it was reported that the patient went to their dbs last week in (B)(6) and they told their doctor about the problems they were having with speaking,walking and stomach cramps. The patient stated their speech had always not been good with therapy since implant in (B)(6) 2016. The patient stated the walking and stomach cramps happened suddenly 2019 (patient stated about 4 months now). There was no trauma or falls reported. The patient stated that their doctor made some programming changes to the device but that did not really help and when the patient called the doctor back they didn't seem to take the patient seriously. The patient stated a doctor scheduled to see them in a month. There were no further complications reported.